Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for adhesions and hernia recurrence. Adhesions are a known inherent risk of any surgical procedure. There is no indication in the information provided that the lysis of adhesions that were reported during the explant procedure were adhesions to the mesh. Additionally, recurrence is a known inherent risk of hernia repair surgery. Recurrence and adhesions are identified in the adverse reaction section of the instruction-for-use as possible complications. No medical records have been provided and based on the limited information available at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Review of medical records finds that the perfix was "firmly adhered to the surrounding tissue" and was explanted.review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair a recurrent hernia, remove the previously placed bard/davol perfix plug and perform extensive lysis of adhesions. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. It is further alleged that the bard/davol perfix plug used in the patients hernia repair surgery failed, resulting in much pain and suffering, doctor visits, and subsequent procedures. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with direct right inguinal hernia and underwent open repair with perfix plug. Per operative notes "the direct hernia was reduced. An extra-large plug (perfix plug) was placed into the defect and sewn. A patch (onlay portion of perfix plug) was then placed over the floor of the inguinal canal and sewn". (B)(6) 2013 - patient was diagnosed with chronic pain, recurrent right direct inguinal hernia, underwent laparoscopic repair with perfix plug explant and implant of a mesh. Per operative notes "initial inspection showed perfix plug sticking out at the right groin and evidence of very small recurrent hernia, the plug was very firmly adhesed to surrounding tissue and was completely removed. It appeared as very firm cone shaped piece of perfix plug with massive adherence and chronic inflammation. The hernia defect was covered with a new (synthetic) mesh. Attorney alleges that the patient had adhesions, nerve damage, hernia recurrence, pain, emotional injuries, mesh hardening into place and becoming inflamed.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for adhesions and hernia recurrence. Adhesions are a known inherent risk of any surgical procedure. There is no indication in the information provided that the lysis of adhesions that were reported during the explant procedure were adhesions to the mesh. Additionally, recurrence is a known inherent risk of hernia repair surgery. Recurrence and adhesions are identified in the adverse reaction section of the instruction-for-use as possible complications. No medical records have been provided and based on the limited information available at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery to repair a right inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair a recurrent hernia, remove the previously placed bard/davol perfix plug and perform extensive lysis of adhesions. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. It is further alleged that the bard/davol perfix plug used in the patients hernia repair surgery failed, resulting in much pain and suffering, doctor visits, and subsequent procedures.